Event description:
Received mercury amalgam in 1990 and 1998. (4 fillings). I received 4 mercury fillings, and two refurbished mercury fillings in 1998. After my fillings, I noticed mouth always taste like metal. Mercury fillings has been declared toxic in 2014 federal court. Hippa records do not have the early 90's records of my mercury procedures but will take xray. Chips of mercury fell out while eating (B)(6) 2016. At the age of (B)(6), I noticed abdominal pain, irritability, lack of focus, fatigue all the time, mouth always taste like metal, shaky hands, and slurred speech. Including one side of my face looks slumped. Told my parents my mouth taste like metal all the time including dentist. They assured me I'm fine and the mercury is safe.